Manufacturer narrative:
Unit received with intermittent esc and act button response due to corroded keypad traces. Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 08770 inches. Unit received with minor scratches on case, missing end cap sticker, cracked reservoir tube lip, broken battery tube threads and minor scratches on lcd window. Unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 28 mg/dl to under 10 mg/dl at the time of the incident. The customer bolused twice for 12 units and did not eat. The customer was at 127 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also stated that the pump buttons started sticking and they cannot use the pump. The insulin pump will be returned for analysis.